Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had normal operating currents. No unexpected low battery alarm and no button error alarm noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the batteries had only been lasting two to three days. The customer's blood glucose was unknown. While troubleshooting, the customer stated that he received a battery error right before the button error alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.